Event description:
The customer reported that the system did not boot up. There were four arrows displayed on the control panel at the c-arm mainframe and froze.

Manufacturer narrative:
This MDR is related to ge healthcare. The plan to check the system is currently under negotiations with the customer.